Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 22-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 8 mg/ml concentration at 1.6168 mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that for the past 2 months, the patient was not getting expected pain relief. They completed a "scout" x-ray and noted there was what appeared to be a metal piece in the back where they would expect the catheter connector to be. Technical specialist (ts) confirmed that connector piece was titanium and could show up on the x-ray. There were no active pump alarms. They were planning to do a roller and dye study today. No further complications were reported. Additional information was received from a manufacturer representative (rep). It was reported that the healthcare professional (hcp) could not aspirate at the catheter access port (cap). Dye study aborted. Patient would be referred to a hcp for possible lead revision. Date was unknown at this time. No further complications were reported.